Event description:
It was reported the customer has been experiencing high blood glucose levels (300 mg/dl) when waking up. Reportedly, customer adjusts pump basal settings on her own. Pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.